Event description:
During pre-use set-up, the device displayed diagnostic code 1203 - "low leak-co2 rebreathing risk" which prompted customer biomed to contact philips technical support. Per case notes, the remote service engineer (rse) advised to test the unit to reproduce the problem, utilizing a bi-pap test adapter or a whisper swivel if they are using a test lung to test the v60. Furthermore, the customer was advised to test the unit for 24 hours, complete the pneumatics testing and to circle back if additional support needed. Part ID for bi-pap test adapter was provided. The device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/15/2022, 12/09/2022 and 12/28/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.